Manufacturer narrative:
Report associated with medwatch mw5183510 received 04-mar-2026. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. The physical device was not returned for investigation. Cloud data for the period of (B)(6) 2025-(B)(6) 2025 was downloaded for review. Inspection of the patient history buffer (phb) file indicates that the pod serial number listed on the complaint page (B)(6) was activated at 20:44 on (B)(6) 2026 in the user's time zone. The system was found to be operating in manual mode for the duration of the pod's use correctly delivering at the user's set basal rate, which varied between 1.2 u/hr and 1.4 u/hr. At the start of the pod's run the user was found to have an egv of 287 mg/dl before decreasing to a low of 75 mg/dl at 00:45 on (B)(6) 2026. At 07:10 on (B)(6) 2026, a 7.85 u bolus was delivered when the user's egvs were at 320 mg/dl. The pulses delivered by the pod matches up with the total volume of this bolus, indicating the bolus was fully delivered. Egvs were found to decrease to 302 mg/dl by 07:35 on (B)(6) 2026. The pod was deactivated at 07:39 on (B)(6) 2026. No issues were found with insulin delivery based on the available cloud data. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone15.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158".

Event description:
Medwatch was received on (B)(6) 2026. It was clarified that four pods had been associated with hyperglycemia. Two pods failed in the evening on verbatim "(B)(6) 2026." The patient's blood glucose increased to 420 mg/dl and large ketones in their urine. They were seen in the emergency room (ER) with hyperglycemia on (B)(6) 2026. Several correction boluses of insulin were programmed; however, these did not bring the patient¿s blood glucose down and they started vomiting. It was also reported that the patient had a high ketone level (no exact values provided). The patient was treated with fluids and electrolytes. The patient¿s blood glucose levels were also monitored. The patient was released from the ER 5 hours later. This case had initially been reported for the patient being unsure the pod was delivering insulin but was not alleged to be part of this ER visit at that time so originally it had been not reportable.